Event description:
Additional information was received on 07/06/2016. The patient's generator was explanted due to lack of efficacy and patient need for MRI to assess gait related issues. The neurological issues mentioned previously referred to the patient's gait and ambulatory issues, which were not attributed to be related to vns therapy. The explanted generator was discarded after surgery and is not available for analysis.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016 it was reported that the patient's vns was explanted on (B)(6) 2016 due to an adverse event; neurological symptoms and needing to have an MRI so they removed the vns as the referring physician felt it would be safe to perform the MRI then. No further information has been received to date.